Manufacturer narrative:
A ge service representative performed an on site investigation. The faulty part has been ordered.

Event description:
The customer reported the system failed to produce fluoroscopy x-ray. No report of patient injury.